Event description:
The hospital reported that during the coronary artery bypass procedure, the aortic cutter created a jagged aortotomy. The surgeon used a replacement cutter to redo the aorototomy. No other patient complications were reported.